Manufacturer narrative:
Unit received with blank display problem isolated to the rf board. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 64 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.